Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not release tissue hence, customer had to use an instrument release kit (irk) to open and remove the instrument from patient. The procedure was completed with no reported injury.